Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Event description:
Incident did not occur while in use with a patient., as the error occurred during testing.

Manufacturer narrative:
One pump cadd prizm was returned for evaluation. Visual inspection of the pump found it to be in good physical condition. A battery was inserted into the pump, but the customers reported complaint was not confirmed. Although the pump was displaying error code 10037 upon insertion of the battery, the motor current was determined to be within manufacturer specification. The problem source was undetermined. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.